Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device evaluation of electrode belt sn (B)(4) has been completed. As "recieved" the electrode belt failed incoming functionality testing. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, breaking the solder joint connecting the rear pulse wires and damaging the gel fire wires in the cable. Additionally, the ECG "c" and "d" cable was pulled from strain relief. The root cause for the strained cable was excessive force. The reported resuscitation efforts cannot be ruled out as a contributing factor. There is no indication the strained cable caused or contributed to the patient's death. The lifevest was able to deliver 4 treatment shocks prior to the device shutdown. Device manufacturing date: monitor: 12/12/2013, belt: 06/05/2014.

Event description:
A us distributor contacted zoll to report that a patient has passed away while wearing the lifevest. Review of the download data, indicates that the patient entered ventricular fibrillation (vf) with motion/possible CPR artifact at 1:27:13 on (B)(6) 2018. The lifevest delivered a treatment shock at 1:28:02 that degraded the vf to sinus bradycardia at 30 bpm. The patient entered ventricular tachycardia (vt) at 190 bpm, roughly 3 minutes later, at 1:32:00 am. A non-lifevest treatment was delivered at 1:32:55. The non-lifevest shock transitioned the vt to a sinus rhythm at 60 bpm with recurrent vt at 170 bpm. The lifevest "deliver" a second treatment shock at 1:33:14 while the patient was in vt at 170 bpm that transitioned the vt to tachycardia at 120 bpm degrading to polymorphic vt at 150 bpm. A third lifevest treatment shock was delivered at 1:36:46 while the patient was in polymorphic vt at 150 bpm and the patient remained in polymorphic vt after the shock. The patient entered vf at 1:34:57 with motion/tactile artifact. The lifevest then delivered a fourth treatment shock at 1:36:04 while the patient was in vt at 250 bpm with motion artifact and the patient remained in vt after the shock. A non-treatable rhythm flag was recorded at 1:36:04 while the patient was still in vt. CPR artifact had obscured the vt and therefore the patient did not receive a fifth treatment. The patient was in the detection sequence for 42 seconds post the fourth shock. No additional ECG data is available after 1:36:04 post the fourth shock. The device shutdown at 2:18:53. The patient was at home and unconsciousness at the time of the treatment event. The response buttons were not pressed during the treatment event. The patient subsequently passed away on (B)(6) 2018.